Event description:
A customer observed negatively biased qc results using vitros valp reagent on a vitros 5, 1 fs chemistry analyzer. There was no allegation of patient harm ,and patient results were not reported during this event.

Manufacturer narrative:
Investigation into this event was unable to determine the root cause. The investigation shows that the event was isolated to a single reagent pack. Acceptable performance was obtained following replacement of the reagent pack with an alternate pack of the same reagent lot. Evaluation of instrument dataloggers has concluded that the vitros 5, 1 fs system was operating as expected.